Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the wide flail gap and width. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second cds referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat an unspecified mitral regurgitation (mr) with a grade of 4 and challenging anatomy. The first clip delivery system (cds 80228u132) was advanced to the mitral valve and placed medial with good grasp. When the cds was withdrawn, it was noted that the clip became detached from the anterior leaflet and remains attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. A second cds (80514u170) was advanced to the mitral valve to stabilize the 1st clip; however, there was difficulty grasping the leaflets. There were multiple attempts performed. The clip was positioned lateral, but grasping was unsuccessful due to the flail. During the grasping, the clip became tangled with the anterior leaflet. The clip was untangled successfully, but a rupture occurred. The mr grade increased to 5+; therefore, the clip was not implanted and the cds was removed. The patient was severely sick and the procedure was aborted. One clip was implanted and the mr was 5+. No additional information was provided.